Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 8 months after implantation. The doctor noted bone resorption during the surgery. The patient is a tobacco user, but has no significant medical history. The patient has recovered without complications.